Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Customer used a manual injection address high bg. Reportedly, the customer delivered a bolus and did not count correctly the amount of carbohydrates consumed.